Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neuro stimulator (ins).patient said she had an ins that was rechargeable and you would have to sit for 4 or 5 hours and make sure they didn¿t move and it took forever to charge. Patient said it started in 2006 shortly after it was put in.